Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse checked the blood sampling valve (bsv) for loose tubing and a leak. Per the fse, there was no leak at tubing 208 of the bsv and the tubing was secure. As a preventative measure the fse cleaned the bsv, performed background check that passed and ran several samples without a leak. Failure mode: tubing 208 popped off the bsv. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that tubing 208 popped off the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer. The operator put it back on, but the back ground did not pass and the unit was still leaking. The volume of the leak was less than 30 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, goggles and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.